Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds several months ago. The physician noted that thresholds are currently within range and the lead remains in use. No patient complications have been reported as a result of this event.